Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine would not flow through the drainage lumen. The device was allegedly occluded.

Manufacturer narrative:
Received only the catheter for evaluation, per the visual inspection, it was observed that there was heavy salt accumulation in the drainage eye. The reported event was confirmed as use related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not exposed to ointments, contrast medium or oil-based lubricants. They may damage the device." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine would not flow through the drainage lumen. The device was allegedly occluded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine flow was not confirmed through the drainage lumen. It allegedly seemed to be occluded with some cause.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine flow was not confirmed through the drainage lumen. It allegedly seemed to be occluded with some cause.